Event description:
Caller reported that insulin gauge displayed an amount different than expected, though the issue did not persist on the current day. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on how a large variance in measured pressures can affect the displayed insulin amount and explained that the fill estimate would adjust properly once the actual amount of insulin aligns with the static number. The caller understood and acknowledged the explanation.